Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an implant was attempted, but was unsuccessful due to patient anatomy. The ventricular lead was able to advance, but not the atrial lead. Both leads were removed and discarded. A new lead was placed. No patient complications were reported as a result of this event.